Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation: failure analysis - unit received had the base handle closed without the 6-inch transitional member installed and deformed the hole. As a result, the base handle opening was resized. The unit's 6-inch transitional was replaced for preventative maintenance. The shock cushion, ¼ inch pin, and adjustment wrench were replaced from being worn. Root cause analysis - complaint confirmed via inspection of the item. The base handle had been closed without the 6-inch transitional member installed, deforming the handle hole. This unit is beyond integra¿s 7 years recommended life cycle. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
A facility reported that the mayfield ultra base unit (a2101) could not get the piece into the arm. It is unknown if there was patient involvement however; no patient injury or surgical delay has been reported. After the device was returned by the customer, evaluation showed that the unit received had the base handle closed without having the 6-inch transitional installed.